Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified popliteal artery. The balloon of a 4.0x120mm armada 18 balloon dilatation catheter (bdc) ruptured at 8 atmospheres during the first inflation. A new unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing and scanning electron microscopy (sem) were performed on the returned device. Analysis of the returned product indicated the balloon dilatation catheter (bdc) was returned with blood on the loosely folded balloon, in the guide wire and inflation lumen, with contrast in the inflation lumen and on the exterior of the device, consistent with preparation of the device and a rupture while in the anatomy. A proxy stylet was inserted to support the balloon and the bdc was attempted to be inflated to 8atm however the balloon would not inflate or maintain pressure. There was fluid leaking from a pinhole in the balloon from the distal tip, confirming the balloon rupture. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the balloon failure may be attributed to mechanical damage to the outer surface and/or exposure conditions. The leak was located in a balloon fold in the distal working length. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.